Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that her receiver displayed an hardware error on (B)(6) 2015. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).